Manufacturer narrative:
The reported event was confirmed. A complete lead was returned in one piece. Visual inspection found the lead body was twisted at the distal end of the lead. An internal short was found between the inner coil and outer coil conductor paths at the twisted lead body region. An insulation abrasion was noted to the inner insulation exposing the inner coil at 3.7 cm to 3.8 cm from the distal tip. The cause of the reported event was isolated to the breached inner insulation exposing the inner coil.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was explanted and replaced during a routine generator changeout due to high pacing thresholds. The patient was stable.